Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels over 400 mg/dl, and low blood glucose levels down to 53 mg/dl. Customer reported treating the low with jelly beans and the highs with boluses. Customer declined troubleshooting and did not return any products for analysis.